Manufacturer narrative:
The subject esg unit was returned to the olympus service center. The evaluation could not confirm/duplicate the customer¿s reported e433 error. The unit passed all functional test. The inspection noted the following: found missing volume knob, front panel deformed (a gap), some clips cracked, and screw was bent, front panel label was tampered with. The software update is recommended. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold on january 21, 2015. The root cause of the reported e433 error could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 that is communicated visually and acoustically and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action); faulty foot switch (temporary error); faulty foot switch (temporary error, faulty reed contact); defective cable connection between hvps board and generator board (temporary or permanent error); defective hvps board (permanent error); defective generator board (permanent error); defective motherboard (permanent error); defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The olympus sales representative was informed by the user facility that the customer high frequency electro surgical generator unit has an ¿error e433.¿ the reportedly problem was found during preparation for use. The intended procedure was completed with another similar unit. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e433 could not be determined. Olympus will continue to monitor field performance for this device.